Manufacturer narrative:
Additional information was received that the patient¿s scs was still implanted as the patient did not undergo an explant procedure. It was also reported that the patient had to charge the ipg more frequently and for longer periods of time.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.